Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Update received 13/11/2021: when an attempt was made to insert the prosthesis, it did not deploy. "As per cc form": when it was positioned in the bile duct the nurse triggered the release but without response from the prosthesis initially with strong resistance from the release button then after a sharp noise in the release handle the absence of resistance from the release button which probably broke, they took another stent. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? Olympus 4,2 mm 3. What was the position of the elevator? I dont know 4. Details of the wire guide used (diameter, type, make)? Visiglide olympus 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Papilla ans bile duct 8. How long was the stent in the patient by the time this complaint occurred? The was not deployed 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? I don¿t know 2. Where was the stricture located in the body? Bile duct 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify 3. Was the directional button pressed during use? No 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No.